Event description:
Approx three weeks after the fixator was applied, it would no longer "distract". The locking bolt on one of the clamps kept "falling out." The fixator was replaced without incident. There was no injury to the pt.